Manufacturer narrative:
It was reported that the proximal head of the stent did not expand. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The doctor after having implanted the stent notices that the proximal head does not expand and remains blocked not allowing the bile to escape, so he was forced to remove it and implant a second one.

Manufacturer narrative:
It was reported that the proximal head of the stent did not expand. It has been reported that the product is to be returned by distributor, but it has been updated that the product could not be returned in september 17, 2021. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the device was not returned, information such as pictures were not provided and it is hard to reconstruct the situation at the time of procedure. However, based on the description "the proximal head of the stent did not expand", it is considered that the condition of the patient's lesion, strong pressure at the stenosis part and other factors affected the expansion of the stent. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: inadequate expansion." This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The doctor after having implanted the stent notices that the proximal head does not expand and remains blocked not allowing the bile to escape, so he was forced to remove it and implant a second one.